Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was losing connection on the wi-fi network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station losing connection on the wi-fi network. A technical support specialist (tss) verified that the station was not in use and was connected via wi fi. As part of troubleshooting, tss confirmed that the wireless local area network (lan) drivers were up to date, power saving settings were disabled, the station was rebooted, and med application was running. Review of the wireless adapter settings confirmed that the device supported only ieee 802.11b/g and did not support 5 ghz operation, indicating a hardware limitation rather than a configuration issue. The customer noted that their wireless environment was optimized for 5 ghz/6 ghz and that legacy 2.4 ghz only adapters posed reliability risks. Tss advised that wi fi performance could not be improved without upgrading the wireless hardware and recommended ethernet as the most stable option. Tss also confirmed that newer pyxis pro models support dual band (2.4 ghz and 5 ghz) wireless adapters, offering improved compatibility. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was losing connection on the wi-fi network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.